Event description:
During product evaluation the pump 's user interface module (uim) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 17 2007. The facility reported a pump with failure code 403. This failure occurred before customer use. Evaluation summary: the condition of a defective uim was confirmed. The pump was repaired at a baxter depot. Failure code 403 was manifested as a result of this condition. The pump's uim was replaced to correct this conditon. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.